Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 17th october 2025, it was reported by an arthrex employee via email that for 2 units of ar-3636-1, knotless 1.8 fibertak® soft anchor, gen2, with #2 suture, qty. 1, the anchors broke during passing of the repair suture through the knotless mechanism of the anchor. The limb of the shuttling suture broke off from the looped portion meaning the repair suture was unable to be fully converted. This was detected during use in a shoulder instability repair procedure on (B)(6) 2025. The procedure was completed successfully as a new knotless 1.8mm fibertak anchor was opened and used.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure is user error. This includes improper surgical technique and/or excessive force. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.